Event description:
It was reported that a patient who underwent spaceoar placement developed an ulcer seven months after the hydrogel was placed. The patient experienced severe sharp pain, difficulty emptying the bladder, and alternating constipation and diarrhea. The patient described feeling as if there was an egg between their legs. Additionally, the patient needed to use the restroom every two hours, and the pain in the perineum area significantly interfered with daily activities, such as driving. The patient will receive hyperbaric oxygen therapy to treat the diagnosed ulcer.

Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e1007 captures the reportable event of constipation.